Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported battery operation may not be available which was confirmed during evaluation. A review of the event history log identified 'battery alert'. The cause was determined to be a failing rear case, preventing proper pump and battery integration. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump battery operation may not be available. There was no patient involvement. No additional information is available.